Event description:
Customer called lfs on 02/01 alleging their one touch basic meter was reading inaccurately erratic. Pt passed out one month ago, family member came home and found pt, family member does not know how long pt was out. Family member called the ambulance and while waiting for the ambulance tested pt's blood on their meter and obtained a reading of 98 mg/dl. Family member does not know if pt tested their blood or took insulin before passing out. The incident occurred around 7:00 pm. When the emergency medical technician arrived they tested their blood sugar, family member is unaware what the reading was, but stated was low. Pt was treated with a glucose IV.